Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular channel of the pulse generator through a remote merlin.net transmission. No patient symptoms were reported. All other electrical values were normal. The noise was thought be caused by myopotentials. The patient was seen in clinic and device reprogramming was performed.